Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 15. On (B)(6) 2020 non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.